Manufacturer narrative:
The cartrdige has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had blood glucose (bg) of 379 mg/dl and 329 mg/dl with extreme urination, drowsiness, and abdominal pain. During troubleshooting, it was noted that air bubbles are present in the cartridge, and customer support found that the patient was not using correct filling technique. This complaint is being reported as the patient experienced hyperglycemia subsequent to user error in filling the cartridges.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2016. Device evaluation: a reserved sample from the same cartridge lot number was tested and evaluated by product analysis on 2/26/2016. With the following findings: no defect was found. A visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection.